Event description:
Per additional information received, the patient has experienced grade 3 symptomatic rectocele, intrinsic sphincter deficiency, mixed urinary incontinence ((B)(6) 2012), a fixed urethra, ischemic colitis, osteoarthritis, "stroke syndrome", urinary tract infection, "shortened vagina and a very hyper-suspended urethra from previous surgery" ((B)(6) 2014); postvoid residual of 266 ml, unspecified pain, unspecified infection, unspecified urinary problems, unspecified bowel problems and unspecified recurrence.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).